Event description:
It was reported difficulties were encountered during the deflation of a balloon catheter. The balloon was successfully deflated with a needle and removed with no pt complications. No further info was provided and attempts to gain further info have been unsuccessful to date. This device has not been returned for eval. Therefore, without further info or an engineering eval, co cannot determine the exact cause for this event.